Event description:
During normal use, device suddenly started flowing high pressure oxygen out of the pressure relief hole. This is one of multiple reports you will receive for the same model (different serial numbers) device with exactly the same failure. Manufacturer was notified multiple times with acknowledgement that a problem exists. Replacement units also failed. Device click knob also was not secure, routinely came off of device. Oxygen tubing nipple also not secure. We constantly experienced the nipple separating from the device.